Event description:
An error message issue with the use of the abbott diabetes care (adc) device was reported. The customer obtained an unspecified error message with the scan of the adc device which resulted in the customer being unable to monitor their glucose levels. As a result, the customer experienced symptoms of sweating being thirsty, however, the customer stated they remained capable of self-treatment and consumed orange juice, hershey bar, and an insulin (dosage unknown) injection for treatment. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.